Event description:
It was reported that the caller was in a revision procedure where they were implanting a new lead to get more stimulation to the right side. Additional information received reported that the surgery was aborted when the patient began vomiting during the procedure. It was noted that nothing was removed or replaced. It was noted that the manufacturer representative did not know when or if they planned to revise again. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).